Event description:
A patient's meter would not turn on. The patient had not tested for several months due to this issue. Patient had been taking their regular diabetic pill and just did not test, nor called in for a replacement. The patient is currently in the hospital due to heart problems and their doctor suggested to start testing their blood glucose again. This issue was not resolved with troubleshooting. No further information has been reported.